Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint patient weight could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-02012; 1627487-2020-02013. It was reported that surgery occurred to explant the patient's system. The date and reason for the explant are not known.